Event description:
The needle and stylet puller separated from the needle. The needle stayed in the pt. The clinician was able to retrieve the needle by pulling on the butterfly portion of the unit.

Manufacturer narrative:
This incident was unable to be fully investigated, as the sample was discarded. However, a corrective action has been opened concerning this defect, which includes a validation of the crimping process and installation of sensors that will allow detection of air pressure on the general line. If air loss is detected, the sensor will not allow the operator to continue with inadequate pressure. Sop's have been modified to define set-up requirements for a new window of parameters to ensure a good union between the needle and stylet assembly.